Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that signal artifact monitor (sam) episodes were observed for this pacemaker resulting in the minute ventilation (mv) sensor being disabled. Technical services (ts) reviewed noting there was electromagnetic interference (emi) and mv oversensing. Right atrial (ra) pace impedance measurement of greater than 3,000 ohms were observed for this pacemaker and non boston scientific ra lead, resulting in a lead safety switch (lss). The health care professional (hcp) was going to bring this patient in to perform troubleshooting and lead testing and possible programming optimization. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that signal artifact monitor (sam) episodes were observed for this pacemaker resulting in the minute ventilation (mv) sensor being disabled. Technical services (ts) reviewed noting there was electromagnetic interference (emi) and mv oversensing. Right atrial (ra) pace impedance measurement of greater than 3,000 ohms were observed for this pacemaker and non boston scientific ra lead, resulting in a lead safety switch (lss). The health care professional (hcp) was going to bring this patient in to perform troubleshooting and lead testing and possible programming optimization. This pacemaker remains in service. No adverse patient effects were reported.